Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 23mm sapien 3 valve in the aortic position using transfemoral approach, slight resistance was experienced in the external iliac artery while advancing the valve through the 14 fr esheath. Despite the resistance, the valve was delivered to the aortic annulus. Right before valve deployment, fluoroscopic view showed the valve frame bent outward in the skirt. The operators judged the valve unsafe for deployment and decided to discontinue the procedure. The valve was drawn into the sheath, and the delivery system and sheath were withdrawn as a unit. A pinhole was observed in the sheath liner. Outside the body, the operator/medical engineer re-advanced delivery system through the sheath to expose the valve and cut the balloon shaft, and then removed the valve from the balloon. It was unknown how they removed the valve from the balloon. A picture of the valve provided by the facility showed multiple struts were cut in the center; however, the operators did not notice the fracture during the procedure. No injury or complication occurred. During device preparation, no abnormality or difficulty was experienced. Valve appearance was normal after crimping. The operator judged that the valve damage was due to excessive tension acting on the device during device manipulation and did not consider the damage as a manufacturing-related issue. The patient¿s access vessel minimum luminal diameter (mld) was around 5.5 mm. There was moderate calcification and no tortuosity in the access vessel.

Manufacturer narrative:
Additional information was received. Section f10 was corrected (code 1260 fracture removed). While inserting the valve through sheath, resistance was so high that the catheter did not move forward at all. Therefore, the operator pulled the sheath a little and inserted the sheath and catheter by applying torque, and then the catheter passed through the sheath. The strut fracture was caused after use in patient, while the valve was removed from sheath and delivery system. There was no frame fracture and the damage was due to tools used after the valve and sheath were removed. A correction is being submitted for the reported valve frame fracture. The devices were not returned to edwards lifesciences for evaluation. Imagery was provided by the complaint site. Upon review it was observed that one (1) strut was bent outward at the inflow. Multiple struts were broken due to the valve removed from sheath with tool (nipper like) per the report. DHR review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other related complaints. A review of complaint history revealed other similar confirmed complaints, but no manufacturing non-conformances were identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices: the user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards¿ logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2cm. In expectation of high friction, use short movements. No IFU/training deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint was confirmed based on the provided imagery. Due to the unavailability of a returned device (valve), no potential manufacturing non-conformance was able to be determined. However, a review of DHR, lot history, complaint history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the report, the resistance was so high that the catheter did not move forward at all. Therefore, the operator pulled the sheath a little and inserted the sheath and catheter by applying torque, and then the catheter finally passed through the sheath. Right before valve deployment, fluoroscopic view showed the valve frame of 23 mm sapien 3 valve bent outward in the skirt. The operator judged that the valve damage was due to excessive tension acting on during device manipulation. Additionally, the patient reportedly had moderately calcified access vessels. The presence of access vessel calcification could create a challenging pathway for delivery system insertion through the sheath and lead to resistance and high push force. Excessive device manipulation in such condition could damage the valve. As such, available information suggests that patient (access vessel calcification) and/or procedural (excessive device manipulation) factors may have contributed to the complaint event. The complaint for ¿frame ¿ damaged ¿ during use¿ was confirmed. No manufacturing non-conformances were identified during the investigation. Available information suggests that patient (access vessel calcification) and/or procedural (excessive device manipulation) factors may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified, neither a risk assessment nor corrective or preventative action was required.